Manufacturer narrative:
Additional information upon further review, it was noted that the suspect medical device information provided in the initial MDR should be updated. Therefore, this supplemental filing is to update the following fields per new information received: section d4: expiration date: apr 6, 2025. Section d4: serial number: (B)(6). Section d4: UDI number: (B)(4). Section d4: catalog number: zfr00vi220. Section h3 - device evaluated by manufacturer? No. Section h4: device manufacture date: apr 6, 2020. Section h3-other (81): the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? No section h3 - device evaluated by manufacturer? Yes device evaluation: product evaluation was not performed because the product is not available. Therefore, the reported issue could not be verified and product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between 3/02/2021- 6/09/2021. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog number: partial number indicated as the serial number was not provided. Telephone number: (B)(6). Telephone number: (B)(6). Device manufacture date: unknown, as the serial number was not provided. Device evaluation: the product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing record review: the manufacturing record and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient implanted an intraocular lens (iol) on (B)(6) 2021 and explanted the lens on (B)(6) 2021 due to patient being quite unhappy. The patient was unsatisfied with distance visual acuity and the patient had to be too close to objects before seeing them clearly enough to be comfortable driving. This was despite aiming for approximately +0.2d hyperopic target. Patient examination by a cataract and anterior segment subspecialist verified proper positioning and good surgical result. The exam revealed aberrations greater in the post operative eye was likely due to the iol design and likely contributing to the patient's dissatisfaction. The iol explant was recommended by the cataract and anterior segment subspecialist. The first implanted lens (model: zfr00, diopter 22.0d) was replaced with a lens 0.5 diopter weaker (target -0.1d), model: dcb00 and diopter 22.5d; the serial number is unknown for both lenses. Visual acuities provided as 20/50 post-initial implant and 20/20 -1 post-replacement. There was no medical or surgical intervention required. Patient was reportedly satisfied post iol exchange. No further information was provided.